Event description:
It was reported that during a revision of the right ventricular lead, the right atrial lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.